Event description:
It was reported that the patient developed an infection at the pod¿s insertion site while wearing the device on the abdomen for longer than 48 hours. The site was bleeding, and painful with pustules. The patient was prescribed cephalexin 500 mg (4 times per day for 7 days) for treatment. The pod was discarded.

Manufacturer narrative:
According to the complainant the device will not be available for investigation because it was discarded by the patient. We are unable to determine if any product condition could have contributed to customer's infusion site infection. No lot release records were reviewed, as the product lot number was not provided.